Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a burnt distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused due to the user using a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The event can be detected/prevented by following the instructions for use in: detectable and preventable by handling device in accordance with the following IFU. 3.2 inspection of the endoscope and 4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.